Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4). This is related to ((B)(4)). Based on available information, our medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(6) on (B)(6) 2012 from jss corporation for product reinforced tube size 8.5mm. Customer complaining:" air leak occured during use at surgery."